Event description:
Reporters description of event given via telephone on 8/26/96 and during onsite visit on 9/10/96 relayed event as follows: rn placed subcutaneous needle/syringe used for a heparin injection into lid/door and "flipped the lid/door", reportedly somehow the subcutaneous needle/syringe tumbled out and the rn received a needlestick. Add'l info relayed by employee health nurse to MFR rep on 8/27/96 described the following details of the event: the rn did not place the needle/syringe completely into the opening of the disposal container. When she lifted the door for disposal the portion outside the door did not allow the needle to drop down and in some fashion, she subsequently received a needlestick.